Event description:
It was reported that stent pusher kinking before used.

Manufacturer narrative:
Initial reporter phone number provided: (B)(6). Initial reporter facility name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that stent pusher kinking before used.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. This event is not reportable. The reported event was confirmed - cause unknown. Received 1 ureteral stent with pusher. Verified material number 778624 and batch number ngju2675. Visual inspection noted the pusher was kinked. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone number provided: (B)(6). Initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.